Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump usb cable was damaged and no longer charged pump battery. Customer's blood glucose was reported as "fine". Reportedly, customer changed the cable to resolve the issue.